Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and subsequently, the pump shutdown. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump by adjusting the usb cable at a certain angle. A new charging cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned